Event description:
It was reported that the customer received a no delivery alarm on the insulin pump while trying to set up his insulin pump. The customer's blood glucose was 142 mg/dl. Troubleshooting was done. Advised customer to rewind the insulin pump, reinsert the reservoir into the insulin pump and run a manual prime of at least five units. The customer stated that the insulin pump alarmed no delivery. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.